Event description:
A co trainer called for the pt for assistance troubleshooting the infusion device. She stated that the pt had been in the hosp for the past 3 days due to an infection. She stated that the pt's blood glucose has been erratic. During troubleshooting, it was discovered that the pt had inadvertently programmed a temporary basal rate and the clock on her infusion device was set incorrectly. The pt also uses her infusion sets longer than recommended and does not prime air bubbles out of the insulin cartridge prior to use. The pt stated that her blood glucose has been elevated in the 400 mg/dl range and has been as low as 20-40 mg/dl. The pt was not able to provide specific dates of incidents. She stated that the issue has been "ongoing over the past year." The pt's normal blood glucose range is 80-140 mg/dl. The pt stated that she feels thirsty, disoriented, and has a dry mouth when her blood glucose is low and she uses glucose, orange juice, or pop to elevate her blood glucose. The pt stated she was disconnected from her infusion device in 2007, and she then had a 'really bad low" and a "rebound high". She stated that she is now back on her infusion device for basal delivery and she is being given insulin injections for boluses. The pt was scheduled to be released from the hosp two days later. Upon f/u, the pt stated that the clock on her infusion device had been reset and her blood glucose had returned to normal. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.